Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen. A technical support specialist stated that the customer checked the machine and noticed a lot of drawers failed and requested the customer to reboot the machine for 10 minutes (unplug it) to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station was stuck on black screen the customer reported that the malfunction resulted delay in dispensing of the medication, and they had to take it from the pharmacy room but unable to get the antibiotics. There were no adverse events or injuries reported based on this incident.